Event description:
It was reported to boston scientific corporation that a patient enrolled in the study presented with vault cellulitis. Medical treatment (unspecified) was provided.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.